Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was exercised on a test catheter and patient simulator without issue. Condensation removal procedure performed. Both the console and cart passed the helium leak test. The pim module, drive manifold and fill manifold leak tests all passed. Service logs did record multiple gas loss in iab circuit alarms. The fault logs also recorded multiple times: fault code # 139 - pmb communication error and fault code # 118 - sol wdt failure. Both the power management and solenoid control board were replaced. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced gas loss in iab circuit alarm during use. There was no injury or harm reported.